Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/21/2017 with the following findings: during investigation, the black box data from the date of the complaint had been overwritten. The current black box showed no evidence of a short battery life. There was no battery cap or cartridge cap returned so all testing was performed with test caps. Unrelated to the original complaint, the pump powered on with a test battery cap to a discolored display. The test battery cap was able to fully tighten. The battery compartment was found to be cracked. The battery compartment threads were also found to be damaged. There was no evidence of contamination inside the battery compartment. A cover cracked was observed. A base crack was also observed. The audio bolus button cover was found to be torn but still responsive to user presses. The current draws were within specifications. A ¿battery life¿ issue was not duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump.